Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of low blood glucose of 39mg/dl and treated with food. Customer indicated that they do not want to troubleshoot and will work on their pump settings with a diabetes educator. Customer was advised on basal rates. No further assistance was necessary. No further details given.